Event description:
Patient reported that her current tubing/mouthpiece looks discolored and she requested a replacement. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.